Event description:
Device malfunction: balloon rupture/separation. Time of malfunction: during procedure. Symptoms/ae: surgical intervention. It was reported that during dilatation of the arteriovenous fistula near the bifurcation, the fox sv balloon was inflated four times at 6, 20, 22, and 25 atmospheres. Circumferential rupture occurred during the fourth inflation. An attempt was made to pull the balloon into a 5 f non-abbott sheath; however, the shaft separated. Both the distal portion of the catheter and balloon remained in the patient's anatomy. Surgery was performed to successfully remove the detached catheter and the entire balloon from the anatomy. No other patient sequela was reported and hospitalization was not extended. Though requested, no additional information has been provided.

Manufacturer narrative:
Inflation of balloon above rated burst pressure and incorrect removal of the device from the anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.